Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. Blood glucose at the time of the admission was 794 mg/dl. The customer was treated by visiting the emergency room. The customer current blood glucose is 117 mg/dl. The customer was not wearing the insulin pump during the hospitalization. Troubleshooting was performed. Customer stated the insulin pump had no delivery twice. The customer was advised a replacement will be sent. The insulin pump will be returned for analysis.